Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technicians stated issue of rj45 port not working was not confirmed. On 22-nov-2024, pcu device was received unboxed and with paperwork. The unit was able to successfully connect to asft through the rj45 port when tested. Device to be returned to san diego repair center for processing. No faults found. No repair required by bd san diego repair center. Failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device rj 45 port not working. There was no patient involvement.